Manufacturer narrative:
Correction information has been provided in h.11. Correction: on smdr1, the d.10 had been submitted with the associated products, which was removed as per further assessment. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens was cut into pieces to remove from the eye. There is no further impact to the patient. Issue was resolved and it was reported that there were no halos and clear vision.

Manufacturer narrative:
Additional information has been provided in b.3., b.5., b.6., b.7., and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced fuzzy vision, glare and halos and clinical reason for explant being mechanical complication of lens. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested.